Event description:
During a colonoscopy post polypectomy bleed, the physician used a wilson-cook tri-clip endoscopic clipping device. The physician advanced the device through the accessory channel of the endoscope and to the desired tissue site. At this time, the opened clip detached in the pt. No retrieval efforts were made. The procedure was completed with surgery. The reporter indicated surgery was required due to the nature of the bleed and not due to the tri-clip device. No injury to the pt was reported.